Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latch was broken. A field service engineer (fse) logged into windows desktop to access hardware testing application under care fusion administration. At which point the fse remove the last column from the tower door after unlocking the top cabinet row. Then the fse proceeded to remove the connectors for each latch and re-crimp all wire harness connectors. At which point the fse used the copper brush to clean off the micro switches. Then the fse reconnected and reassembled all components then proceeded to test in hardware testing application. After tower doors passed all test, the fse was able to have the customer successfully log into the user application and test and user application as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door latch broken. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.